Event description:
Pacemaker under boston scientific advisory for high battery impedance may initiate safety mode. Recommendations for patients dependent on pacemaker is to have prompt generator change. Patient is dependent on pacemaker patient had pacemaker generator change on [redacted].